Manufacturer narrative:
Pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Was unable to perform displacement test due to motor error alarm. No unexpected battery out limit alarm after battery change. Unable to test for operating currents due to motor error alarm. Unit had cracked reservoir tube lip, cracked reservoir tube window, broken belt clip slot at battery tube threads area, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 145 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer had an MRI the day prior to call, but took insulin pump off and placed it in a locker in another room. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.